Event description:
A falsely elevated troponin I result of 2.16 ng/nl was obtained on a pt sample. The result was reported to the physician who questioned the result. The same sample was retested on the same instrument and a result of 0.02 ng/ml was obtained. A redraw was tested and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was conjugate splash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was conjugate splash. A dade behring inc. Field svc rep was dispatched to the account and corrected the problem. The instrument is operating within specifications.